Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 9 months. The pump was returned for evaluation. Upon disassembly of the returned pump, examination of the smooth and textured blood-contacting surfaces revealed no depositions or thrombus formations. Visual inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No device-related issues were discovered during the evaluation. A direct correlation between the device and the reported infection could not be conclusively determined through this evaluation. The instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a recurrent driveline infection. Blood cultures were taken and were negative. The patient was treated with IV antibiotics, and subsequently underwent a pump exchange procedure on (B)(6) 2016.